Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip was explanted and is not returning. Investigation is not yet complete. A follow up report will be submitted with all relevant information. Attachment: two cases of endocarditis (case 1) after mitraclip procedure necessitating surgical mitral valve replacement.

Event description:
This is filed to report clip movement, leaflet tear and endocarditis requiring surgery. The initial mitraclip procedure on (B)(6) 2013 was to treat severe, eccentric mitral regurgitation (mr) with a grade of 4 due to prolapse of the posterior leaflet (p2) and tenting of the leaflet. One clip was implanted. Mild (1) mr was present post procedure. On (B)(6) 2015, the patient was readmitted with a fever and recurrent shortness of breath. Transthoracic (tte) and transesophageal echocardiography (tee) demonstrated a large bulky vegetation on the posterior leaflet of the mitral valve, accompanied by severe mr. Blood tested positive for staphylococcus aureus; however, no causative infectious focus was found. On readmission, acute chronic renal failure and de novo atrial fibrillation were present. The decision was made to perform surgical mitral valve replacement (mvr). Intraoperative analysis revealed good insertion of the clip on the anterior leaflet and a large vegetation on the posterior leaflet with a local perforation, through which the clip was partially pulled out of the posterior leaflet. The native valve and mitraclip which was involved in endocarditis, were replaced by bioprosthesis. Tee showed no mitral regurgitation and a mean gradient of 1.5 mmhg. After an ICU stay of two days, the patient was transferred to the cardiothoracic surgery ward. Postoperative recovery was complicated by pericardial effusion on postoperative day 14 requiring re-sternotomy as well as by the preexisting renal failure, which temporarily deteriorated under gentamycin therapy for endocarditis. Finally, patient was discharged from hospital 28 days after surgery. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, the reported failure to adhere/bond appears to be due to patient morphology/pathology (prolapsed posterior leaflet, tented leaflet and a dilated left ventricle). The reported worsening mitral regurgitation and tissue damage appears to be due to the partial clip movement (failure to adhere/bond) on the posterior leaflet. The reported dyspnea and fever appears to be due to the endocarditis as infection was noted on the posterior leaflet; however, a definitive cause for the reported endocarditis could not be determined in this incident. The reported patient effects of dyspnea, endocarditis, fever, worsening mitral regurgitation, mitral valve injury (tissue damage), as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. Although a conclusive cause for the reported patient effects, and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.